Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the last full height drawer had faulty rails and failed to open. A field service engineer replaced the left and right rails and the latch inseparable and verified proper operation by opening and closing the drawer multiple times. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height drawer had bad rails. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.